Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of pelvic pain ('severe pain', 'stabbing pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. In 2010, the patient had essure inserted. On an unknown date, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), back pain ("she had lower back pain"), pain in extremity ("her pain left side down to her toss."), pain ("I started getting really bad body aches"), dark circles under eyes ("my circles are lightening up and these bags are going away/ dark circles"), periorbital swelling ("my circles are lightening up and these bags are going away/ bags under the eyes"), asthenia ("I hope to get energy back"), iron deficiency ("are you iron deficient as well?"), the first episode of menorrhagia ("I had my period for 3 months straight after being implanted/ large blood clots/heavy bleeding"), headache ("headaches"), vision blurred ("blurred vision"), breast tenderness ("breast tenderness"), fatigue ("fatigue"), premenstrual syndrome ("pms"), uterine cyst ("she said that besides having my cyst it seemed as though I may have endometriosis"), endometriosis ("she said that besides having my cyst it seemed as though I may have endometriosis"), procedural pain ("severe cramping"), migraine ("migraines"), pelvic adhesions ("pelvic adhesion"), post procedural haemorrhage ("heavy bleeding"), dental caries ("tooth decay"), arthralgia ("joint pain"), the second episode of pelvic pain ("stabbing pelvic pain"), abdominal pain lower ("cramping"), dizziness ("dizziness"), dyspnoea ("shortness of breath"), chest pain ("chest pains"), alopecia ("hair loss"), syncope ("fainting"), amnesia ("short term memory loss"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), the second episode of menorrhagia ("heavy periods that last 10 days or longer"), hidradenitis ("hidradenitis suppurativa"), genital haemorrhage ("heavy bleeding"), tension headache ("stress headache") and palpitations ("heart palpitations"), was found to have weight increased ("weight gain started") and underwent cholecystectomy ("gall bladder removed") and tooth extraction ("two of my back teeth on my right side have to be removed"). The patient was treated with ibuprofen and surgery (tubes removed using davinci method). Essure was removed. At the time of the report, the back pain, pain in extremity, pain, asthenia, headache, vision blurred, breast tenderness, fatigue, premenstrual syndrome, uterine cyst, endometriosis, procedural pain, migraine, pelvic adhesions, post procedural haemorrhage, abdominal pain lower, cholecystectomy, dizziness, dyspnoea, chest pain, alopecia, syncope, amnesia, feeling abnormal, abdominal distension, the last episode of menorrhagia, tooth extraction, hidradenitis, genital haemorrhage, tension headache and palpitations outcome was unknown, the dark circles under eyes and periorbital swelling had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, arthralgia, asthenia, back pain, breast tenderness, chest pain, cholecystectomy, dark circles under eyes, dental caries, dizziness, dyspnoea, endometriosis, fatigue, feeling abnormal, genital haemorrhage, headache, hidradenitis, iron deficiency, migraine, pain, pain in extremity, palpitations, pelvic adhesions, periorbital swelling, post procedural haemorrhage, premenstrual syndrome, procedural pain, syncope, tension headache, tooth extraction, uterine cyst, vision blurred, weight increased, the first episode of menorrhagia, the first episode of pelvic pain, the second episode of menorrhagia and the second episode of pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: joint pain pelvic pain, tooth decay on 23-mar-2020: social media received: new events were added: , abdominal pain lower, cholecystectomy, dizziness, dyspnoea, chest pain, alopecia, syncope, amnesia, feeling abnormal, abdominal distension, menorrhagia. New reporter added.treatment for abdominal pain lower added on 23-mar-2020: social media received: new events were added: , tooth extraction, hidraenitis suppurativa, genital hemorrhage. Patient age added.. New reporter added. On 23-mar-2020: social media received: new events were added: palpitations, tension headache. Patient age added.. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of pelvic pain ('severe pain', 'stabbing pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. In 2010, the patient had essure inserted. On an unknown date, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), back pain ("she had lower back pain"), pain in extremity ("her pain left side down to her toss."), pain ("I started getting really bad body aches"), dark circles under eyes ("my circles are lightening up and these bags are going away/ dark circles"), periorbital swelling ("my circles are lightening up and these bags are going away/ bags under the eyes"), asthenia ("I hope to get energy back"), iron deficiency ("are you iron deficient as well?"), the first episode of heavy menstrual bleeding ("I had my period for 3 months straight after being imlanted/ large blood clots/heavy bleeding"), headache ("headaches"), vision blurred ("blurred vision"), breast tenderness ("breast tenderness"), fatigue ("fatigue"), premenstrual syndrome ("pms"), uterine cyst ("she said that besides having my cyst it seemed as though I may have endometriosis"), endometriosis ("she said that besides having my cyst it seemed as though I may have endometriosis"), procedural pain ("severe cramping"), migraine ("migraines"), pelvic adhesions ("pelvic adhesion"), post procedural haemorrhage ("heavy bleeding"), dental caries ("tooth decay"), arthralgia ("joint pain"), the second episode of pelvic pain ("stabbing pelvic pain"), abdominal pain lower ("cramping"), dizziness ("dizziness"), dyspnoea ("shortness of breath"), chest pain ("chest pains"), alopecia ("hair loss"), syncope ("fainting"), amnesia ("short term memory loss"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), the second episode of heavy menstrual bleeding ("heavy periods that last 10 days or longer"), hidradenitis ("hidradenitis suppurativa"), genital haemorrhage ("heavy bleeding"), tension headache ("stress headache"), palpitations ("heart palpitations") and tooth fracture ("tooth just broke off"), was found to have weight increased ("weight gain started") and underwent cholecystectomy ("gall bladder removed") and tooth extraction ("two of my back teeth on my right side have to be removed"). The patient was treated with ibuprofen and surgery (tubes removed using davinci mothod). Essure was removed. At the time of the report, the back pain, pain in extremity, pain, asthenia, headache, vision blurred, breast tenderness, fatigue, premenstrual syndrome, uterine cyst, endometriosis, procedural pain, migraine, pelvic adhesions, post procedural haemorrhage, abdominal pain lower, cholecystectomy, dizziness, dyspnoea, chest pain, alopecia, syncope, amnesia, feeling abnormal, abdominal distension, the last episode of heavy menstrual bleeding, tooth extraction, hidradenitis, genital haemorrhage, tension headache, palpitations and tooth fracture outcome was unknown, the dark circles under eyes and periorbital swelling had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, arthralgia, asthenia, back pain, breast tenderness, chest pain, cholecystectomy, dark circles under eyes, dental caries, dizziness, dyspnoea, endometriosis, fatigue, feeling abnormal, genital haemorrhage, headache, hidradenitis, iron deficiency, migraine, pain, pain in extremity, palpitations, pelvic adhesions, periorbital swelling, post procedural haemorrhage, premenstrual syndrome, procedural pain, syncope, tension headache, tooth extraction, tooth fracture, uterine cyst, vision blurred, weight increased, the first episode of heavy menstrual bleeding, the first episode of pelvic pain, the second episode of heavy menstrual bleeding and the second episode of pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: tooth fracture. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("she had lower back pain"), pain in extremity ("her pain left side down to her toss."), pain ("I started getting really bad body aches"), dark circles under eyes ("my circles are lightening up and these bags are going away/ dark circles"), periorbital swelling ("my circles are lightening up and these bags are going away/ bags under the eyes"), asthenia ("I hope to get energy back"), iron deficiency ("are you iron deficient as well?"), menorrhagia ("I had my period for 3 months straight after being implanted/ large blood clots/heavy bleeding"), headache ("headaches"), vision blurred ("blurred vision"), breast tenderness ("breast tenderness"), fatigue ("fatigue"), premenstrual syndrome ("pms"), uterine cyst ("she said that besides having my cyst it seemed as though I may have endometriosis"), endometriosis ("she said that besides having my cyst it seemed as though I may have endometriosis"), procedural pain ("severe cramping"), migraine ("migraines"), pelvic adhesions ("pelvic adhesion") and post procedural haemorrhage ("heavy bleeding") and was found to have weight increased ("weight gain started"). The patient was treated with surgery (tubes removed using davinci method). Essure was removed. At the time of the report, the pelvic pain, back pain, pain in extremity, pain, asthenia, menorrhagia, headache, vision blurred, breast tenderness, fatigue, premenstrual syndrome, uterine cyst, endometriosis, procedural pain, migraine, pelvic adhesions and post procedural haemorrhage outcome was unknown, the dark circles under eyes and periorbital swelling had resolved and the weight increased was resolving. The reporter considered asthenia, back pain, breast tenderness, dark circles under eyes, endometriosis, fatigue, headache, iron deficiency, menorrhagia, migraine, pain, pain in extremity, pelvic adhesions, pelvic pain, periorbital swelling, post procedural haemorrhage, premenstrual syndrome, procedural pain, uterine cyst, vision blurred and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: severe cramping, migraines, pelvic adhesion, heavy bleeding and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of pelvic pain ('severe pain', 'stabbing pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. In 2010, the patient had essure inserted. On an unknown date, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), back pain ("she had lower back pain"), pain in extremity ("her pain left side down to her toss."), pain ("I started getting really bad body aches"), dark circles under eyes ("my circles are lightening up and these bags are going away/ dark circles"), periorbital swelling ("my circles are lightening up and these bags are going away/ bags under the eyes"), asthenia ("I hope to get energy back"), iron deficiency ("are you iron deficient as well?"), the first episode of menorrhagia ("I had my period for 3 months straight after being implanted/ large blood clots/heavy bleeding"), headache ("headaches"), vision blurred ("blurred vision"), breast tenderness ("breast tenderness"), fatigue ("fatigue"), premenstrual syndrome ("pms"), uterine cyst ("she said that besides having my cyst it seemed as though I may have endometriosis"), endometriosis ("she said that besides having my cyst it seemed as though I may have endometriosis"), procedural pain ("severe cramping"), migraine ("migraines"), pelvic adhesions ("pelvic adhesion"), post procedural haemorrhage ("heavy bleeding"), dental caries ("tooth decay"), arthralgia ("joint pain"), the second episode of pelvic pain ("stabbing pelvic pain"), abdominal pain lower ("cramping"), dizziness ("dizziness"), dyspnoea ("shortness of breath"), chest pain ("chest pains"), alopecia ("hair loss"), syncope ("fainting"), amnesia ("short term memory loss"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), the second episode of menorrhagia ("heavy periods that last 10 days or longer"), hidradenitis ("hidradenitis suppurativa"), genital haemorrhage ("heavy bleeding"), tension headache ("stress headache") and palpitations ("heart palpitations"), was found to have weight increased ("weight gain started") and underwent cholecystectomy ("gall bladder removed") and tooth extraction ("two of my back teeth on my right side have to be removed"). The patient was treated with ibuprofen and surgery (tubes removed using davinci method). Essure was removed. At the time of the report, the back pain, pain in extremity, pain, asthenia, headache, vision blurred, breast tenderness, fatigue, premenstrual syndrome, uterine cyst, endometriosis, procedural pain, migraine, pelvic adhesions, post procedural haemorrhage, abdominal pain lower, cholecystectomy, dizziness, dyspnoea, chest pain, alopecia, syncope, amnesia, feeling abnormal, abdominal distension, the last episode of menorrhagia, tooth extraction, hidradenitis, genital haemorrhage, tension headache and palpitations outcome was unknown, the dark circles under eyes and periorbital swelling had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, arthralgia, asthenia, back pain, breast tenderness, chest pain, cholecystectomy, dark circles under eyes, dental caries, dizziness, dyspnoea, endometriosis, fatigue, feeling abnormal, genital haemorrhage, headache, hidradenitis, iron deficiency, migraine, pain, pain in extremity, palpitations, pelvic adhesions, periorbital swelling, post procedural haemorrhage, premenstrual syndrome, procedural pain, syncope, tension headache, tooth extraction, uterine cyst, vision blurred, weight increased, the first episode of menorrhagia, the first episode of pelvic pain, the second episode of menorrhagia and the second episode of pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: joint pain pelvic pain, tooth decay on 23-mar-2020: social media received: new events were added: , abdominal pain lower, cholecystectomy, dizziness, dyspnoea, chest pain, alopecia, syncope, amnesia, feeling abnormal, abdominal distension, menorrhagia. New reporter added. Treatment for abdominal pain lower added on 23-mar-2020: social media received: new events were added: , tooth extraction, hidraenitis suppurativa, genital hemorrhage. Patient age added.. New reporter added. On 23-mar-2020: social media received: new events were added: palpitations, tension headache. Patient age added.. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("she had lower back pain"), pain in extremity ("her pain left side down to her toss."), pain ("I started getting really bad body aches"), dark circles under eyes ("my circles are lightening up and these bags are going away/ dark circles"), periorbital swelling ("my circles are lightening up and these bags are going away/ bags under the eyes"), asthenia ("I hope to get energy back"), iron deficiency ("are you iron deficient as well?"), menorrhagia ("I had my period for 3 months straight after being implanted/ large blood clots"), headache ("headaches"), vision blurred ("blurred vision"), breast tenderness ("breast tenderness"), fatigue ("fatigue"), premenstrual syndrome ("pms"), uterine cyst ("she said that besides having my cyst it seemed as though I may have endometriosis") and endometriosis ("she said that besides having my cyst it seemed as though I may have endometriosis") and was found to have weight increased ("weight gain started"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, pain in extremity, pain, asthenia, menorrhagia, headache, vision blurred, breast tenderness, fatigue, premenstrual syndrome, uterine cyst and endometriosis outcome was unknown, the dark circles under eyes and periorbital swelling had resolved and the weight increased was resolving. The reporter considered asthenia, back pain, breast tenderness, dark circles under eyes, endometriosis, fatigue, headache, iron deficiency, menorrhagia, pain, pain in extremity, pelvic pain, periorbital swelling, premenstrual syndrome, uterine cyst, vision blurred and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: fu 1, 2, 3 processed together. Social media content received : reporter added. Events added- pain, dark circles under eyes, periorbital swelling, asthenia, iron deficiency, menorrhagia, headache, vision blurred, breast tenderness, fatigue, premenstrual syndrome, weight increased, pelvic pain. On 3-dec-2019: fu 1, 2, 3 processed together. Social media content received : reporter added. Events- endometriosis, uterine cyst added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.